Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of an unusual sound at start-up however the system fan was replaced as a preventive measure. It was additionally noted there was an intermittent connection with the radiofrequency head and therefore link electronic module printed circuit board assembly was replaced and that the stylus had intermittent failure and therefore it was also replaced, and calibrated. The hard drive was reconfigured and the software reloaded and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer made an unusual sound when it was turned on and that a software upgrade was requested as well. The programmer was returned for service. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.